Manufacturer narrative:
The date of event was sometime recently (prior to the date of this report 07/26/2016) as the patient was still on antibiotics at this time. (B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment included unspecified antibiotics (dose, route and frequency not reported). The patient was put on an intravenous (IV) drip of antibiotics at the emergency room. At the time of this report, the patient was going to need to be on antibiotics twelve more days. The patient was discharged from the hospital. No additional information is available.